Event description:
In this case, it was reported that the ring was explanted after an implant duration of approximately 4 years due to endocarditis. Per the surgeon, the endocarditis was due to dialysis catheter infection and not a device malfunction. According to the op report, this patient presented with endocarditis with persistent bacteremia despite antibiotics. The patient had no significant mitral insufficiency. There was fibrinous exudale and small irregularities of the posterior leaflet, which were sent for gram stain and culture. There was no gross disruption of the annulus or annuloplasty ring. There was significant edema in the posterior annulus. The patient's mitral valve was replaced with an edwards bioprosthetic valve.

Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, the surgeon noted that the patient's endocarditis was due to a dialysis catheter infection and not a device malfunction. There were no issues with the annuloplasty ring during explantation. No further actions are being taken.